Event description:
It was reported to bsc/target that when attempts were made to withdraw the gdc-10 2-diameter stretch resistant guglielmi detachable coil for re-positioning it detached from its pusher wire inside the microcatheter. The device was removed without further incident.